Event description:
While priming, the pt's insulin cartridge cracked, causing insulin to leak into the device's cartridge chamber. Reporter stated that there was no apparent damage to the insulin cartridge, prior to inserting it into the device. Pt's blood glucose was not affected and no treatment was received.